Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, the clips were not fully formed. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.